Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported flow rate accuracy if off/ low, which was confirmed during evaluation. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported flow rate accuracy if off/ high was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump the flow rate accuracy was off; adding it was low and then high and that they were using test equipment. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.